Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was to receive cefazolin 0.42 ml over twenty (20) minutes. The syringe pump had a near end of infusion alarm to which the clincian programmed 0.69 mls more volume to infuse. As a result, the patient received a total of 0.92mls, more than doubel the intended dose. It was reported the sryinge came pre-prepared from pharmacy. There was pateint invovlement however patient outcome is unknown. This was reported to bd representatives during their on site visit.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex e, f, a, b, c, d, g codes, report source and manufacturer narrative. Investigation summary: the root cause of the reported user error was consistent with the customer complaint description. However, it could not be definitively determined due the reported devices were not returned for investigation, and there was insufficient information available. No laboratory testing could be performed on the reported devices, as they were not returned for investigation. No device logs were provided for analysis. The alaris system user manual v12.3.2 states on summary of warnings and cautions the next statements: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris¿ system is not intended to replace supervision by medical personnel. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported user error was consistent with the customer complaint description. However, it could not be definitively determined due the reported devices were not returned for investigation, and there was insufficient information available. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was to receive cefazolin 0.42 ml over twenty (20) minutes. The syringe pump had a near end of infusion alarm to which the clinician programmed 0.69 mls more volume to infuse. As a result, the patient received a total of 0.92mls, more than double the intended dose. It was reported the sryinge came pre-prepared from pharmacy. There was patient involvement but no harm. This was reported to bd representatives during their on site visit.